Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking at the patient line. Customer loaded a new cartridge to address the issue. Customer reported leak may have been caused by overfilling, although unable to confirm. Customer's blood glucose was between 190 and 200 mg/dl.